Manufacturer narrative:
"Excessive vault and narrowing of the anterior chamber angles were also reported." Should be added to the initial MDR. Medical device problem code 2993 corrected to 1583 in initial MDR. Health effect clinical code 4581: significant reduction of iridocorneal angles, narrowing of anterior chamber angles. Claim#: (B)(4).

Manufacturer narrative:
Corrected data h6 - health effect - impact code: 4629 corrected to 4627. B5 - corrected to "the reporter indicated that a 13.2mm, vicm5 13.2, -10.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Significant reduction of irido-corneal angels was observed. On (B)(6) 2020 the lens was repositioned and the problem was resolved. Lens remained implanted. However, anterior chamber narrowing was reported again on (B)(6) 2021. The lens was explanted and another lens with a shorter length was implanted on (B)(6) 2021 due to excessive vaulting. The problem was resolved." In the initial MDR. Additional manufacture narrative: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the optic and haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
B5 - "however, anterior chamber narrowing was reported again on 01/apr/2021. The lens was exchanged for one of a shorter length on (B)(6) 2021 due to excessive vaulting. The problem was resolved." Should be added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
B5 - "cause of the event was due to the device." Should be added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5 13.2, -10.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Significant reduction of irido-corneal angels was observed. On (B)(6) 2020 the lens was repositioned and the problem was resolved. Lens remains implanted.